Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient¿s friend or family member the patient had not used her therapy, she had used it for a couple of years and then stopped using it because it was not doing what it was supposed to. It was not working the way the patient thought it was going to work. The caller stated it was kind of going off at different times. The patient was not happy about it. The caller then put the patient on the phone to explain it and she stated she stopped using it because it was not helping her, she would still get up through out the night and even throughout the day. The patient noted it hurt in the device area. The patient noted if she was pulling up her pants it kind of hit against it. The caller stated "they were deciding whether the patient left the ins in and not have an MRI or had the device removed." The caller noted the issue began 2 years after implant, the caller then asked the patient and she said about 3 years after implant, the patient then got on the line and said she could not remember when the therapy stopped helping. "The patient noted it had been year for it hurting in the device area sometimes when she pulled her pants up." The patient noted they did not have a healthcare professional (hcp). There were no further complications that have been reported as a result of this event.